Event description:
On (B)(6) 2021, a patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). On 02-nov-2021, (B)(4), the us importer of the apogee 2300 digital color doppler ultrasound imaging system, became aware that post aquablation procedure the patient was not recovering well. Upon further examination air in the pelvis and a rectal perforation were confirmed. According to the surgeon, the rectal perforation was caused by the new plasma button vaporization technique the surgeon had adopted for the first time to manage hemostasis post aquablation procedure and not by the ecbp-1 trus probe, a component of the apogee 2300 digital color doppler ultrasound imaging system. The patient underwent colorectal surgery to repair the rectal perforation and was discharged home with a temporary colostomy bag. The patient was reported to be doing well.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation is currently in process.

Manufacturer narrative:
A review of the device history record (DHR) for apogee 2300 digital color doppler ultrasound imaging system (sn:(B)(6)) and its component ecbp-1 endocavity biplane ultrasound probe related to the reported event was performed, which confirmed that there were no nonconformance, failures, discrepancies or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. A similar complaint review was conducted by procept, the importer, for a 12-month period, whcih confirmed four (4) similar events have been reported during the searched period. In summary, the root cause for the reported event could not be determined. The user manual of the apogee 2300 device lists rectal perforation as a potential risk of the procedure. Based on the review of DHR, post-marketing data and IFU, the event is considered not to be device related. The information received determined that the rectal perforation was not related to the siui apogee 2300 device. Submission of this report does not constitute an admission that the manufacturer's products caused or contributed to the reported event.

Event description:
N/a.